Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the jaws did not open by squeezing the handle. The device was in the patient cavity but was did not locked on tissue. A new device was opened to continue. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. The reported condition was not confirmed. Investigation found that the device jaw was able to open and closed properly. However an additional failure was found; the device's jaw opens when the knife trigger was pulled. Manufacturing engineer was notified of the failure and confirmed that the product did not meet specifications. The device jaws should open and the knife blade stay in a retracted position. Examination of the device revealed that the cam pin weld also tacked the knife to the cam pin. This was apparent from the fact that the when the cam pin moved to open the jaws, the knife extended into the jaws. This condition is caused by not properly locating the cam pin reticle and th en welding. This result is a low weld that goes partially goes under the push rod and hits the knife blade, tacking it to the cam pin. This defect is a mis-assembly in manufacturing from not properly locating the cam pin weld target and then not testing to make sure the blade is free of the cam pin per manufacturing instructions. The investigation identified the root cause of the reported event to be a manufacturing error. The severity is 5 and the occurrence is 2. There was no reported injury to the patient or the user as a result of this non-conformance since another device was used to continue the surgery. The severity identified in the current risk analysis is appropriate. The occurrence rating is 2 or 1/100k for this device. There was no patient injury so this complaint did not count as an occurrence. The occurrence rating is appropriate. No formal investigation is necessary. If information is provided in the future, a supplemental report will be issued.